Manufacturer narrative:
E.1 initial reporter facility- (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2017, and confirmed that this device was not previously returned for servicing and that there were no production failures which correlate to the customer reported issue. Upon investigation of the device involved in this incident, it was determined that the patient arm box work order had been checked in error by an inexperienced pharmacy technician, resulting in a false report of a station failure. The field service engineer arrived on site and reported to the security checkpoint. After clearing the checkpoint, the engineer proceeded to the pharmacy following a discussion with the pyxis coordinator. The engineer and the escort then went to the station with the reported failure. The drawer issue had already been resolved earlier by unit nurses prior to the site visit. No hardware or system repair was required, as the reported issue had been resolved by nursing staff before the field service engineer arrived. The station was verified to be functioning normally upon inspection. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer and cubies were showing as device not detected on bus. The customer stated that they attempted to do a hard reboot, but the drawer space remained failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.